Manufacturer narrative:
Correction: it was discovered on 27-jan-2016, that an incorrect date was referenced in a previous supplemental 3500a submission. The reported date of 16-aug-2016 was reported incorrectly and should be 16-aug-2015.statement in previous supplemental 3500a submission should read: ¿on 30-jun-2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from 25-may-2015 to 16-aug-2015. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An it solution was implemented on 16-aug-2015. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.¿

Manufacturer narrative:
Instructions for use provided with this device state, "caution: cannulated taps have the potential to accumulate bone and other tissue in the cannula. Using a cannulated tap without a guide wire can increase the possibility of bone and tissue accumulation. Please use caution when cleaning the cannula because using sharp instruments to remove material from the obstructed cannula may cause injury to areas of the body including the hand. If the obstruction cannot be removed from the cannula, the device is considered to be at the end of its useful life. Dispose of the device according to national regulations." IFU also provides instructions for usage and cleaning to prevent this type of incident.

Manufacturer narrative:
This device is included in the medical device field correction notification, "potential for user injury ¿ medtronic navigated cannulated taps" ((B)(6) 2015). The revised instructions for use (IFU) were also provided with the notification.

Manufacturer narrative:
Patient demographic information shown here does not describe a patient, instead, this is the demographic information that relates to a site staff person that was involved in this event. There was no patient present. (B)(4). On 06/18/2015 a medtronic representative, following-up at the site, reported the incident occurred when the site staff was cleaning the legacy 4.5 mm cannulated tap. The site representative did not have specific names of staff injured, or date of injuries, at this time. On 07/09/2015 a medtronic representative, following-up with the site representative, neuro/oral surgical services coordinator surgery, stating that medical intervention was not required for this concern. Return requested. Replacement non-cannulated 4.5 tap shipped to site. No parts have been received by manufacturer for analysis.

Event description:
A medtronic representative received a report from a site representative, business manager, that a member of the site staff received an injury when handling cannulated instruments. No further information was reported. There was no patient present when this issue was identified.

Manufacturer narrative:
Medtronic investigation of returned suspect device finds that the returned tap appears to be in good condition with no obvious damage. The cannula is not blocked, a guide wire passing through easily. The tip and threads are not damaged and have nothing sharp protruding in any way. The back end has minor impact marks but have no adverse effect on navlock tracker fit. No problem found.

Manufacturer narrative:
Correction: on 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.